Manufacturer narrative:
Date sent to the FDA (B)(6) 2011. Conclusion: no conclusion can be drawn at this time. The pt has a leg ulcer since (B)(6) of 2010. It has been in granulation stage with no edema associated, since (B)(6) 2010. She started the treatment with the dermatologist in (B)(6) and is now being treated with rayon again. The pain was treated with celebra 100 mg (anti-inflammatory, analgesic and antipyretic drug), cesaclor 500 (antibiotic) and deprosone (anti-inflammatory ointment). She has been using dipirona, pentoxifylline 400 ml and altargo (antibiotic ointment) since (B)(6).

Event description:
(B)(4), lot number 0944112. Customer's grandmother was treating the wound with rayon (cellulose acetate) and the dr indicated the use of tielle. The pt was 2 days with the dressing feeling a lot of pain and bleeding. The bleeding that customer describes was exudate mixed with blood, and with red color such as blood. No medical intervention was required to stop bleeding.